Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvis pain") in an adult female patient who had essure (batch no. B21677) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia in 2001, migraine from 2011 to 2012, headache, sciatica, dysfunctional uterine bleeding, pelvic inflammatory disease, right lower quadrant pain, abdominal pain, ruq pain, abdominal bloating, bacterial infection and cesarean section. On (B)(6) 2016: technique: axial images of the abdomen and pelvis were obtained from the domes of the diaphragm to the symphysis pubis without IV contrast. Findings: the base of the lungs clear and the heart is without pericardial effusion. Impression: recently passed 3 mm calculus within the urinary bladder. On (B)(6) 2016: CT abdomen/pelvis w contrast: impression: 1: fatty infiltration of the liver. Stable low-attenuation abnormality in the right lobe of the liver. Stable non obstructing calyceal stone lower pole right kidney. On (B)(6) 2018: procedure: total abdominal hysterectomy, bilateral salpingoophorectomy. Findings the uterus was boggy and large. Adhesions were present from the bowel to the fundus of the uterus and also the right tube and ovary were densely stuck to the posterior broad ligament and bandage string adhesion was present to the left tube and ovary. Omental adhesions were present on the anterior abdominal wall. Previously administered products included for an unreported indication: implanted from 2011 to 2012. Concurrent conditions included breast cyst excision since 2017, flank pain, kidney stones, dental caries, dental abscess, thyroid disorder, vaginal discharge, per vaginal bleeding, bleeding menstrual heavy, pain in hip, breast mass, uterine fibroid, adenomyosis, menometrorrhagia, haemorrhagic ovarian cyst, cervical dysplasia, cervicitis, squamous cell metaplasia and multiple allergies (penicillin). Concomitant products included ascorbic acid;biotin;calcium pantothenate;cyanocobalamin;ferrous fumarate;folic acid;nicotinic acid;polysaccharide-iron complex;pyridoxine hydrochloride;riboflavin;thiamine mononitrate (integra plus), clindamycin, oxycodone and phentermine resin (adipex). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain lower ("lower abdomen pain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy(ovary removal)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, abdominal pain lower and back pain had resolved and the female sexual dysfunction and dyspareunia was resolving. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per previous follow up : insertion date of essure: (B)(6) 2016. Current weight as of (B)(6) 2019: (B)(6). Approximate weight at the time of essure placement (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - in 2014: result: total bilateral occlusion. Devices were placed correctly. Dye did not leak through fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain, menorrhagia, nausea, dyspareunia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 6-may-2019: plaintiff fact sheet and medical record received. Lot number was added. Events: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, lower abdomen pain, lower back pain. Event outcome was updated for the events: lower abdomen pain, lower back pain, pelvis pain, abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), dysmenorrhea(cramping), nausea, apareunia(inability to have sexual intercourse), dyspareunia(painful sexual intercourse). Lab data was added. Concomitant conditions and drugs were added. Historical conditions and drugs were added. Reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvis pain") in an adult female patient who had essure (batch no. B21677-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia in 2001, migraine from 2011 to 2012, headache, sciatica, dysfunctional uterine bleeding, pelvic inflammatory disease, right lower quadrant pain, abdominal pain, ruq pain, abdominal bloating, bacterial infection and cesarean section. On 03-feb-2016: technique: axial images of the abdomen and pelvis were obtained from the domes of the diaphragm to the symphysis pubis without IV contrast. Findings: the base of the lungs clear and the heart is without pericardial effusion. Impression: 1. Recently passed 3 mm calculus within the urinary bladder. On 13-oct-2016: CT abdomen/pelvis w contrast: impression: 1: fatty infiltration of the liver. 2:stable low-attenuation abnormality in the right lobe of the liver. 3: stable non obstructing calyceal stone lower pole right kidney. On (B)(6) 2018: procedure: total abdominal hysterectomy, bilateral salpingoophorectomy. Findings the uterus was boggy and large. Adhesions were present from the bowel to the fundus of the uterus and also the right tube and ovary were densely stuck to the posterior broad ligament and bandage string adhesion was present to the left tube and ovary. Omental adhesions were present on the anterior abdominal wall. Previously administered products included for an unreported indication: implanon from 2011 to 2012. Concurrent conditions included breast cyst excision since 2017, flank pain, kidney stones, dental caries, dental abscess, thyroid disorder, vaginal discharge, per vaginal bleeding, bleeding menstrual heavy, pain in hip, breast mass, uterine fibroid, adenomyosis, menometrorrhagia, haemorrhagic ovarian cyst, cervical dysplasia, cervicitis, squamous cell metaplasia and multiple allergies (penicillin). Concomitant products included ascorbic acid;biotin;calcium pantothenate;cyanocobalamin;ferrous fumarate;folic acid;nicotinic acid;polysaccharide-iron complex;pyridoxine hydrochloride;riboflavin;thiamine mononitrate (integra plus), clindamycin, oxycodone and phentermine resin (adipex). On (B)(6) 2014, the patient had essure inserted. In november 2017, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain lower ("lower abdomen pain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy(ovary removal)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, abdominal pain lower and back pain had resolved and the female sexual dysfunction and dyspareunia was resolving. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per previous follow up : insertion date of essure: 02-jul-2016. Current weight as of 06-05-2019: 163 lbs. Approximate weight at the time of essure placement 172 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73.93 kgs. Hysterosalpingogram - in 2014: result: total bilateral occlusion. Devices were placed correctly. Dye did not leak through fallopian tubes.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain, menorrhagia, nausea, dyspareunia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 14-may-2019: update of information (batch is invalid) no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.